Manufacturer narrative:
(B)(6).

Event description:
The customer reported a vent inop condition; post timer/24v failure. No patient involvement was reported.

Manufacturer narrative:
Resolution and disposition: the customer biomed ordered the power supply for replacement to resolve this issue.

Manufacturer narrative:
On (B)(6) 2015.